Event description:
It was reported to philips unit with navigation (nav) ring failure and vent down. The device did not have patient involvement at the time the issue was discovered, there was no patient or user harm reported. The investigation is ongoing.

Manufacturer narrative:
Multiple good faith efforts were made to obtain information regarding device evaluation, repair, and operational status with no response from the reporter and therefore cannot be determined. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted. Although no part from the device has been received for failure analysis, previous investigations have shown that liquid ingress due to variability of the assembly process causes navigation ring failures.